Event description:
It was reported that during the attempted implant of a transcatheter valve, the deployment of the valve was attempted 3 times. At 80% deployment of each deployment attempt, the valve dislodged "up" and the valve was recaptured following each deployment attempt. Subsequently, the system was withdrawn from the patient and the procedure was aborted. Per the physician, the patient's anatomy, specifically strict aortic insufficiency disease, contributed to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012724100); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the deployment of the valve was attempted 3 times. At 80% deployment of each deployment attempt, the valve dislodged "up" and the valve was recaptured following each deployment attempt. Subsequently, the system was withdrawn from the patient and the procedure was aborted. Per the physician, the patient's anatomy, specifically strict aortic insufficiency disease, contributed to the dislodge. No patient complications were reported as a result of this event. Additional information was received that the deployment starting point was at the bottom of the pigtail and the direction of dislodgement was aortic.